Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a broken hook door was confirmed during product evaluation. The cause of the condition was not identified as this device was returned unrepaired, as the customer did not provide approval for repairs. Therefore no repairs were performed to resolve the condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken "hook door"; this condition had the potential to interrupt delivery. This condition was found upon power up in the intensive care unit. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.